Event description:
It was reported that the subject device had screw come off. The issue occurred during sedation - device outside patient for an unspecified therapeutic procedure. It was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector pin broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the customer's allegation, screw has coming off was due to a component failure. And for the newly identified malfunction mentioned above, the cause was traced to component failure, too. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.